Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery chargers for the imaging system were replaced.

Manufacturer narrative:
The battery charger 1 was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The battery charger 2 was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect battery charge 1 and 2 were returned for analysis, however, results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that a request for part shipments to replace the systems charger board was sent. This was made due to the results of an inspection of the system.